Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 6:15 a.m., the customer obtained a blood glucose reading of 482 mg/dl on his contour next link meter. The customer made a correction bolus for 12 units of insulin, as suggested by his insulin pump. At 8:34 a.m., the customer performed another test and obtained a blood glucose reading of 388 mg/dl. As the reading was still high, the customer made another correction bolus for 4.4 units of insulin. The customer started presenting the symptoms of low blood glucose level. Specific symptoms were not provided. Two hours later, while the customer was at the hospital for his regular visit, he passed out. At 10:17 a.m., his meter gave a blood glucose reading of 168 mg/dl. The customer was administered with an unknown dose of glucose through parenteral mode. The customer was tested with the physician's meter and a blood glucose reading of 265 mg/dl was obtained. At an unknown time, the customer performed a testing on his meter and obtained a blood glucose reading of 600 mg/dl. No action was taken based on this reading. Strips were not expected to be returned. Strip information was not provided. Replacement meter was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.